Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 8731 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2006; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated that they were scheduled to have an MRI and they were checking the catheter for "tip fibrosis" or something along those lines. The patient stated that they were on a high level of dilaudid but their doctor had been ordered to lower their dose due to "regulations", and this had resulted in "more symptoms" and an increase in pain level. The patient stated that they were also checking the spine where the catheter enters.